Manufacturer narrative:
B3: date of event - event date was updated.

Event description:
It was reported that the tip of the guidewire detached. A v-14 control wire was selected for use in a procedure. During the procedure, the tip of the wire detached from the guidewire. No patient complications were reported. It was further reported that during use in a tibial angioplasty procedure, the floppy tip of the wire became kinked and then snapped in a tibial vessel upon removal of the wire. The angioplasty procedure was successful, and the vessel remained patent. There was no deterioration in patient condition and no significant consequence.

Manufacturer narrative:
Date of event - event date was not reported and was approximated to (B)(6) 2021. On (B)(6) 2021, it was reported that the event occurred within the last two weeks.

Event description:
It was reported that the tip of the guidewire detached. A v-14 control wire was selected for use in a procedure. During the procedure, the tip of the wire detached from the guidewire. No patient complications were reported.